Manufacturer narrative:
The device was returned and evaluated. It is likely that unknown stress factors caused the interface between the seat back anchor blocks and seat base left and right top plate channels to fail and separate.

Event description:
Dealer alleges the tb3 lift and tilt had the entire back (metal pan) snap off causing the consumer to fall backwards out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges the tb3 lift and tilt had the entire back (metal pan) snap off causing the consumer to fall backwards out of the chair.